Manufacturer narrative:
The reported complaint of a leak from cool line catheter (lot 204870) was confirmed during functional testing. A pinhole leak was observed from the proximal the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Blood residue was observed in luered tubings. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the distal balloon (2 cm away from proximal end of distal balloon), confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot number 204870.

Event description:
On (B)(6) 2025, ivtm therapy using a cool line catheter (lot 204870) was initiated. At around 4:00 am on (B)(6) 2025, a nurse reported to the clinical engineer that the thermogard hq console generated an air trap alarm. Therapy was discontinued. The alarm on the console was cleared and the console is functioning as intended. The dwell time of the catheter was about 6 days. On (B)(6) 2025, azm sales rep. Contacted the physician and confirmed that a cool line catheter had been used and that the balloon was suspected to have been damaged. No patient injuries were reported.